Event description:
Hill-rom received a report from a hill-rom technician stating the brakes not set alarm did not work. The bed was located at the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the limit safety switch needed to be replaced. The totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Verify proper operation of the brake system. Adjust as necessary. The technician replaced the limit safety switch to resolve the issue. Based on this information, no further action is required.